Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that md inserted the sheath via the patient's femoral artery while in the cath lab. The insertion of the iab was successful. After the iab was connected to the pump, pump was turned on. The 40cc purge initiated, & md assumed that the top of the balloon failed to inflate. Md tried to remove the iab through the sheath, and the iab and sheath were then removed as one unit due to difficulties. Refer to medwatch no. 1219856-2007-00163 for second event involving this patient.